Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave oversensing was observed during a follow-up in clinic. The patient left the clinic with tachycardia therapy enabled. No further information is available.